Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that there were air bubbles on the reservoir. Customer¿s blood glucose level was unknown. When she was removing the plunger, it only spins but it won't come out and whenever she tried to spin it, it created air bubbles on the reservoir. Customer stated that they were unable to remove the plunger rod. The reservoir will not be returned for analysis.